Event description:
Reporter stated that a neonate's capillary blood glucose was measured, using the suspect device, with a result of 36 mg/dl. An additional capillary sample, obtained from the neonate, reportedly measured 52 mg/dl in the facility's lab. Reporter indicated that no treatment was administered based on the value obtained on the suspect device. No injury was reported. Quality control testing was performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.